Event description:
This report is being filed for the mitraclip clip delivery system (cds (B)(4)) for partial clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat function mitral regurgitation (mr) with a grade of 4. There was no evidence of leaflet prolapse, leaflet restriction, thick or thin leaflets. One clip ((B)(4)) was implanted on the lateral side. The mr remained at 4. A second clip ((B)(4)) was implanted on the lateral side. The mr was reduced to 3. There was no issue noted during placement, grasping or deployment of the clips. It was thought that a third clip would reduce the mr completely. After performing leaflet insertion assessment with the third clip ((B)(4)), it was determined that there was a good grasp of the leaflets resulting in leaflet immobilization, mr reduction and limited leaflet mobility. The clip was deployed. There were no difficulties with visualizing the clip and there were no difficulties encountered with implantation. There was no resistance while pulling the gripper line. The clip delivery system (cds) was removed and the mr grade was reduced to 2. While checking the mr grade and mitral valve gradient, a partial leaflet detachment occurred with the third clip. It was observed that part of the posterior leaflet, which was in the clip, stripped out from the anterior leaflet and the mr grade had increased to 3-4. The clip was not completely detached from the leaflet. There was no tissue damage. It was decided to place a fourth clip ((B)(4)) medial to limit the movement of the 3 clip.

Manufacturer narrative:
(B)(4). Event description (continued): after the fourth clip was positioned, leaflet insertion assessment showed a tissue bridge of the anterior and posterior leaflet as well as limited leaflet mobility; however, the mr remained a 3-4. The fourth clip was deployed and the patient is in stable condition. Due to the reoccurrence of the mr, surgery is discussed; however, no treatment has been planned. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, clip delivery system ((B)(4), (B)(4)), lift, support plate, stabilizer. Failure analysis of the complaint device could not be performed because the product was not returned. Potential causes for failure to adhere or bond to the leaflet(s) leading to partial clip movement can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. It was noted that the mr grade had increased to 3-4 following the partial clip movement. In this case, the most probable cause for the increase in mr was due to the partial clip movement. The patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.